Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The asahi gaia guide wire referenced is being filed under a separate medwatch report. (B)(4). A partial UDI is being reported because the lot number was not provided. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a chronic total occlusion in the calcified proximal left anterior descending artery. An asahi gaia guide wire was placed and while advancing the 1.5x6 mm otw mini trek ii balloon dilatation catheter (bdc) resistance was felt with the guide wire and the two devices became stuck. The bdc could not be advanced or retracted; therefore, the guide wire and bdc were withdrawn from the patient anatomy as a single unit. The vessel was re-wired with a new unspecified guide wire and a new unspecified bdc were used to continue the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.